Event description:
End user reported circumferential red tiny bumps under the white tape collar of her skin barrier along with itching from the area on the right lower quadrant of her abdomen.

Manufacturer narrative:
Based on the available info this event is deemed a serious injury. The end user stated she uses (B)(6) to cleanse her peristomal skin. She applies stomahesive powder to the affected area and eakin cohesive seals to her peristomal skin. End user was instructed on crusting using stomahesive powder followed by protective barrier wipes or water and to cut the white tape coller off the skin barrier until she received samples. Instructed on cleansing her peristomal skin with soap that does not contain any lotions, moisturizers or creams. End user was recommended the use of (B)(6). End user was instructed if area does not improve or if she has any add'l questions to f/u for add'l instructions. No add'l pt/event details have been provided to date. Should add'l info become available, a f/u report will be submitted. A return sample for eval is not expected. Reported to the FDA on (B)(4) 2013. FDA registration number, reporting site: (B)(4).